Event description:
The device was returned for pneumatic valve leak failure. Upon return, the pump displayed a red pump service now alarm after starting up. Log files were reviewed and show multiple valve 1 leak errors. The device was put into manufacturing mode to perform pneumatic testing. During testing, the common blowout failed indicating a gross leak failure.

Event description:
The following has been reported: biomed reported: pump have issues as well as the charger brackets, no patient harm was reported, and no active infusion pump has been stopped. Pump issue: pump problem. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.